Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30513716m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a (B)(6) year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade (CT) requiring surgical intervention (thoracotomy) and the patient later died. After ablation, blood pressure decreased at the ward. Thoracotomy was performed. The patient subsequently died several hours after undergoing thoracotomy. Pre and post effusion were also not confirmed. The procedure was successfully completed. This adverse event was discovered post use of biosense webster, inc. (Bwi) products. Force visualization features were dashboard, vector and visitag. The parameters for stability on the visitag module were: maximum distance change- 2mm, minimum time - 3s, force over time - 25% and minimum force - 3g. Respiration adjustment and color options were used prospectively with tag index. The physician¿s opinion on the cause of death was that it was due to the delayed detection of cardiac tamponade. Ablation was performed prior to noting the CT. The nurse in charge at the hospital ward was not knowledgeable enough to detect cardiac tamponade late. There was no evidence of a steam pop. A transseptal puncture was performed but information regarding the details of the needle product was not available. Steam pop was not reported. No error messages were observed on the bwi equipment. The physician commented that thoracotomy revealed bleeding near the svc-ra junction. In the opinion of the attending physician, there was a possibility that the patient was injured with a needle at the time of septal puncture. There were no vital changes or events to specifically describe in the case.